Event description:
The technician reported the left head brake caster is not staying locked when the rear brake pedal is engaged. The bed is located in the repair room at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the top of brake caster is broken causing the weld on the pin for foot brake bar to break and both bushings to break. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the left head brake caster, bushings and brake steer pedal to resolve the issue. Based on this info, no further action is required.